Event description:
The nurse reported a system message displayed while setting up for the seventh case. A pt was on the table and four cases were cancelled. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system, and confirmed the system message displayed in the event log. The worn solenoid spacers were replaced and disposed of. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional reports for this system. The risk management report (rmr) for the infiniti system addresses both irrigation and vent valve failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as error codes which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure. An internal CAPA was opened to address this issue. This issue was determined to not be safety related. This known issue was evaluated, and a field service replaceable poron washer is being implemented.